Event description:
Information was received that a smiths medical cadd legacy was alarming and then shutting off. It was reported that the patient would power the pump back on in order to finish infusion of medication. The patient reported a cartridge error message, but could not recall the exact message displayed. The reported complaint did not contribute to patient injury.